Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that high energy endo therapy accessories (such as laser and high frequency) was used without maintaining enough distance from the tip of the endoscope. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf 190 series operation manual chapter 3, ¿preparation and inspection¿ instructions for gif/cf/pcf 190 series operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.